Manufacturer narrative:
The insulin pump was no button response due to corroded keypad traces. Analysis was unable to perform prime/ compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 391 mg/dl. The customer states the numbers are ramping on their own, and the scroll bar is moving with no input. The customer was advised that the up and down arrows maybe stuck. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.